Event description:
The customer originally returned his olympus evis exera iii xenon light source due to the unit producing a dim/low light during procedure preparation. There was no patient harm reported from this event. During the device evaluation, it was discovered that the unit¿s front panel was flashing. This report is being submitted to capture the flashing front panel found during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was partially confirmed. The light was not found dim or low. However, as noted in b5, the front panel was flashing. Additionally, the lamp counter could not be reset. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to d9, h3, h4 & h10 from the initial report. Correction: the initial report incorrectly stated the device was returned for evaluation. The device was evaluated on-site by a field service technician (fse). D9 incorrectly listed the date returned to manufacturer. The device was not returned for further repair at this time. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.